Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective single board computer (sbc) and hard drive. Both the sbc and hard drive, and associated components were replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not boot up.